Event description:
It was reported a surgeon implanted an expired piece of collagen skin. The packaging expired 9/2015 and it was implanted on (B)(6) 2015. It was reported there was no patient injury alleged.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: review of device history records. Review of complaints history. The reported product lot associated with this complaint is bilayer matrix wound dressing 4x5 single lot # 105b00287855. This finished goods product lot stems from parent dispersion lot# 105000287846. The manufacture date for this lot is (B)(6) 2013 and date of expiry is (B)(6) 2015. The nc/event log and batch record were reviewed for any events related to the lots of the components used to manufacture the product related to the failure (use of expired product). No events or ncs were found associated with the parent dispersion lot or the reported finished goods lot related to the current complaint specifically labeling, boxing, and expiry assignment. The CAPA log was searched for any capas initiated for events related to the use of expired product, in the past 12 months. There were no capas found. Based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no defects observed related to error in expiry or releasing/distributing expired material. A query of the complaint trackwise database for the timeframe of 12 months (B)(4) was performed using the individual keywords ¿expire¿ and/or ¿expiry¿. There were approximately 8,731 units of these products sold in the past year. As per the trending query, there were three identical complaints reported for expired product being implanted in the end-user. Therefore; the calculated complaint rate is 0.034%. The most likely root cause is user- error. Based on the review of trending, DHR analysis, and risk management review, it can be concluded that the manufacturing process of this lot does not attribute to the failure observed. Per the complaint background, the expired skin was not removed after being implanted and no adverse events/ health issues reported with the patient post-surgery.